Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds and low pacing impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Event description:
New information indicated that the right ventricular (rv) lead was explanted and replaced due to a fracture. The patient was in stable condition with no adverse health consequences.